Event description:
It was reported that the pump was delivering more insulin, resulting in the customer having to change the cartridge more frequently. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. To address this low blood glucose level, the customer consumed carbohydrates. Upon investigation the pump was working as intended. Customer continued to use current pump.